Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® push button blood collection set, the user experienced non-patient end separation from the holder luer/adapter/hub. The wing-set separation occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the wingset separated." Additional information received 3/5/2021: spoke with the customer. She stated that the pbbcs fell apart about 6 times with different phlebotomists, before drawing blood while setting up, and also after the phlebotomists pressed the button to retract the needle. There were no needle stick injuries.

Manufacturer narrative:
Investigation summary: bd received 3 customer photos for evaluation. The photos show the front and rear barrels of the devices separated in 2 distinct samples as 1 sample appeared used and the other sample appears unused thus confirming the customer's indicated failure mode of separation. In addition, 100 retention samples were subjected to functional testing and 1 out of the 100 samples failed as the barrels separated during the test. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos received as well as the retention sample testing. The root causes of the separation was attributed to a combination of (1) out of specification front barrel components, and (2) worn components found within the assembly process. Awareness of this complaint has been created within the business team, quality, engineering and with associates on the manufacturing floor and a team was initiated to further investigate this issue with root cause and both failure modes have been corrected.

Event description:
It was reported while using the bd vacutainer® push button blood collection set, the user experienced non-patient end separation from the holder luer/adapter/hub. The wing-set separation occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the wingset separated." Additional information received 3/5/2021: spoke with the customer. She stated that the pbbcs fell apart about 6 times with different phlebotomists, before drawing blood while setting up, and also after the phlebotomists pressed the button to retract the needle. There were no needle stick injuries.